Manufacturer narrative:
Retained sample was tested for chemistry specifications and sterility.

Event description:
A father reported that his daughter was experiencing an "infection that had gone into the lymph nodes above the eyes" while including complete moistureplus in her lens care regimen. She had been experiencing ocular redness for several weeks, and sought treatment from her doctor. Pt was treated with augmenting and has recovered. When reviewing, the pt's lens case for several months, and "cleans" it by using hot water from the tap. Recommended cleaning process was discussed with the reporter. The relationship, if any, of the device to the reported adverse event is unk. The complainant implied an association between the amo device and the reported event. Root cause has not been established.